Event description:
The pt experienced a shocking/jolting sensation in addition to the expected stimulation sensation in the bicycle-seat area. She was reprogrammed to move the active lead furthest from the sacral area. The pt resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient resolved without sequela on (B)(6) 2010 and not the previously reported date of (B)(6) 2010.

Manufacturer narrative:
Product ID 3889-28 lot# v498348; product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).